Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were unable to pair the transmitter to the bluetooth. Patient is only using the smart device and not the receiver. Patient had a second transmitter (sn (B)(4)) that they attempted pairing with and this was successful. No additional event or patient information is available.